Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited high impedance. A possible lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple episodes of noise and oversensing were recorded for the right ventricular (rv) lead. It was noted that alerts were triggered for rv lead noise, and for lead integrity. The rv lead remains in use; however, detections and patient alerts were turned off for the rv lead while the patient is to be evaluated for a new lead. No patient complications have been reported as a result of this event.